Manufacturer narrative:
A siemens field service engineer (fse) had been dispatched to the customer site to evaluate the instrument because the operator was receiving clot detection errors on all samples, and the operator discovered that the clot detection mechanism had been turned off since the fse had repaired the instrument. A siemens technical solutions center (tsc) specialist provided the operator with instructions for turning the clot detection mechanism on, which the customer did. The tsc specialist then had the operator run a sample probe angle, which passed. The cause of the clot detection mechanism being off was a human factors issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator was alerted by an error message that the clot detection mechanism was off on an immulite 2000 instrument. The clot detection mechanism had been turned off during an instrument repair, and patient samples had been run and reported while the clot detection mechanism was off. The operator received instructions for enabling this feature. Once the clot detection mechanism was on, the operator reran patient samples that were still available and none were discordant. The operator stated that no results had been questioned by physician(s). There are no reports of patient intervention or adverse health consequences due to the clot detection mechanism being turned off.